Event description:
It was reported that a patient's rf telemetry was not available post-implant procedure. After the implant, the device was interrogated successfully using rf telemetry. It was presumed that telemetry exited due to programmer inactivity. When telemetry was attempted again, the device would reconnect only with a wand. An attempt to reconnect with another programmer was unsuccessful. No other anomalies were noted. Screen shots were submitted for further investigation. The patient was asymptomatic and will continue to be monitored.